Event description:
It was reported there was an error displayed on the programmer screen when programmer was powered on. It was also reported the error would not clear by cycling the power. The medtronic representative is planning on running a service diskette which should clear the error. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.